Manufacturer narrative:
Correction: this report is a duplicate of the report submitted under manufacturer report number 1416980-2023-05490. All relevant information was captured under that manufacturer report number 1416980-2023-05490. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp standard bore catheter extension set came apart right where the tubing goes into the harder plastic end. This was discovered when the staff was removing the saline lock from the extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - the device was manufactured at one of the two following manufacturing sites: baxter healthcare - aibonito; rd 721 km 0 3 po box 1389; aibonito 00705; puerto rico.  Baxter healthcare - cartago; 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial; cartago 30106; costa rica. Should additional relevant information become available, a supplemental report will be submitted.